Event description:
It was reported that the pump's usb port and usb cable was damged, the metal piece of the usb charger cable got stuck into the charge port resulting in difficulties charging the pump. The customer's blood glucose level was 197 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.